Event description:
The customer reported a leak from the cartridge chemistry (cc) reagent probe of the unicel dxc 600 synchron system. The customer indicated that fluid leaked onto the evaporation cover and reagent probe drip tray of the instrument. The customer was performing routine operations prior to discovering the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse removed and cleaned the bubble generator, and replaced the 2-way solenoid valve for reagent probe a. The fse stated that no further leaks were observed. The customer called back on the following day to report that the issue had not been resolved. The customer observed fluid on the reagent carousel and the reagent cartridges. The customer stated that no erroneous results were generated and the leak was contained within the instrument. The fse returned to the customer's site and replaced the wash collar vacuum valve and the hamilton a/b valve. The fse stated that replacement of both the collar vacuum valve and hamilton a/b valve resolved the leak. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to the hamilton a/b valve and the wash collar vacuum valve. Beckman coulter internal identifier for this report is (B)(4).